Event description:
The following information was provided: tibial checkpoint (code 111651) snapped at the tip whilst being removed from patient at the end of a left mako partial knee replacement. Patient awaiting xr to see if tip of checkpoint is still in situ. Note this x-ray would have been standard post op.